Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a routine follow up not feeling well. Multiple episodes of tachy events were observed as svt or non-sustained events. A vt episode was incorrectly labeled svt by chamber onset. Thus, the patient did not get treatment. The physician made change to the svt criteria. Medications were administered and the condition is stable. The patient will be follow up with rtc in six months.